Event description:
Seven months after a filter was placed, the pt returned for a routine filter removal. The removal at this time was not successful. And resulted in a filter arm being pulled and positioned upward. Six months later, another removal was attempted. The malpositioned arm detached and lodged in the right atrium. The attempt to remove the arm and the filter was not successful. The pt is asymptomatic.